Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, while over sewing the stomach with the device, the suture detached without the surgeon using any pressure or tension on the suture. Another device was opened and the same problem occurred. Patient was not injured or jeopardized.